Manufacturer narrative:
The pump was disposed of and will not be returned for evaluation.

Manufacturer narrative:
The issue has been clarified as high purge pressure observed. H6 codes have been updated.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Event description:
Updated clinical narrative: additional information was received that the family withdrew care and patient expired after being on support for 6 days. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with cardiogenic shock, complicated by stage e shock. A 71-year-old female with a past medical history of coronary artery disease and diabetes mellitus presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e. The patient underwent percutaneous implantation of an impella rp via the right femoral vein. Less than two hours after implantation, nursing staff noted red-colored urine and excessive oozing at the groin access site. An echocardiogram indicated that the pump appeared positioned slightly deep. The managing physician was notified. Shortly thereafter, the system generated a high purge pressure/purge system blocked alarm. At the time of the event, purge heparin concentration was 6.25 iu/ml, dextrose concentration was =5%, and motor current was monitored for rises. Troubleshooting steps were performed, including reducing the pump p-level to p1 and p0 and returning to the desired support level, as well as replacing the purge cassette; these interventions did not resolve the issue . Given the persistence of the purge system blockage and concern for inevitable pump failure, a clinical decision was made to replace the device. A new impella rp was implanted successfully, and support continued without further reported device-related complications. The patient survived to explant and was reported as stable, with the procedure outcome noted as successful. This complaint involves a purge system blocked/high purge pressure alarm occurring within 24 hours of impella rp implantation, which was not resolved by standard troubleshooting measures, including p-level reduction and purge cassette replacement. Device replacement was performed as a precaution due to anticipated pump failure. No serious patient injury was attributed to the device event, and the patient was stable following replacement. The event is considered a device revision/replacement with associated minor bleeding, hemolysis, and suspected device position contribution. Returned product analysis is pending. Hemolysis and bleeding may be influenced by patient specific factors such as critical illness, scai shock stage e., underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B5 updated with additional information. H6 corrections: removed: hemolysis. Removed: device in wrong position. Removed: minor bleed. Added: no clinical signs.

Event description:
Purge pressure high alarm that is alleviated by turning down p-level. Alarm resolved after pump was turned down to p8. No kinks or visible issues with purge cassette.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Event description:
It was reported that a patient implanted with an impella rp flex experienced high purge pressure. The p level of the pump was reduced to resolve the issue. Later, the purge flow became blocked. The pump was replaced to continue patient support. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.